Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two empty opened foils, one paper lid, one winding former with small suture pieces that pertains to product code yb257 were returned for analysis. In order to evaluate the conditions of the returned sample, the strand was observed broken in several pieces into the petri dish and the winding former due to the degradation process caused by exposure to the environment. This caused that the needle was detached. The product code yb257 contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. The foils were visually inspected, and no wrinkles or holes in the cavity were observed. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2022 and suture was used. When the product was taken out from the package, the suture came loose and the needle came off. There were no adverse consequences to the patient. No further information was provided.